Event description:
It was reported by service report that the fowler would not stay up and would drift back down. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler brake kit.